Manufacturer narrative:
Additional excluder devices included in this report: pxa230300/06575261 and pxa230300/7574659. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specially, the IFU warns that adverse events that may occur and/ or require intervention include, but are not limited to endoleak. Per the gore excluder aaa endoprosthesis instructions for use (IFU), key anatomic elements that may effect successful exclusion of the aneurysm include severe proximal neck angulation and short proximal aortic neck.

Event description:
On (B)(6) 2011, the patient was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, follow-up imaging revealed a type ii endoleak originating from a lumbar artery. The aneurysm had grown from 8 to 10 cm in diameter. On (B)(6) 2013, the patient was seen in interventional radiology, where the patient underwent a translumbar needle stick to embolize the type ii endoleak. The type ii endoleak was resolved; however, a proximal type I endoleak was reportedly seen on angiograph. On the same day, the patient was implanted with a medtronic brand cuff and aptus brand endoscrews to secure the graft in place. The procedure concluded with no evidence of endoleak, and the patient tolerated the procedure. The physician indicated the type I endoleak could be attributed to a short and angulated infrarenal neck (length and degree of angulation are unknown).